Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
While the user was undergoing an ear cleaning procedure the electrode lead was found to be in the external auditory canal. Repair of the external auditory canal and re-implantation had been suggested. The user was re-implanted on (B)(6) 2020.

Event description:
While the user was undergoing an ear cleaning procedure the electrode lead was found to be in the external auditory canal. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode was seen during an ear cleaning procedure to be present within the external auditory canal. From the received limited information the sequence of events that led to this outcome cannot be determined. However, in situ measurements point to a damaged active electrode, but to confirm, a device investigation on the explanted device would be necessary. The device was explanted but has not been received for investigational purposes.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received the electrode lead was found in the external ear canal due to undetermined reasons during an ear cleaning procedure. In addition, in situ measurements taken whilst implanted show the ten basal channels with hi status. No damage to the active electrode, which would explain the reported hi channels, was found during investigation. Therefore it is assumed that the electrode array was accidentally pulled out of cochlea during the ear cleaning procedure. This is a final report.

Event description:
While the user was undergoing an ear cleaning procedure (cerumen removal) the electrode lead was found to be in the external auditory canal. The user was re-implanted on (B)(6) 2020.